Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) shut off and stopped pacing while in use with a patient, causing the patient to experience cardiac arrest. A different epg was used to continue pacing the patient. The status of the epg is unknown. No further patient complications were reported.